Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the pt not being able to tolerate visual aberrations. Add'l info was received from the surgeon who reported that the pt was experiencing the visual aberrations in both eyes following bilateral iol implant procedures. The right eye was worse than the left. Posterior capsule opacification (pco) was noted in the right eye and a yag laser procedure was performed. The event resolved for the right eye following the lens exchange procedure. This file is for the right eye.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an approved cartridge and handpiece were used. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was received on (B)(4) 2013. (B)(4).